Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick blood glucose of 435 mg/dl after disconnecting for physical therapy and later reconnecting, with no visible tubing kinks or site moisture, and a complete supply change performed earlier; a site change was then completed with insulin delivery resumed. Symptoms included absence of reported clinical symptoms despite high glucose. Outcomes included no hospitalization or medical intervention beyond troubleshooting and education. Investigation included customer interview, troubleshooting guidance, and confirmation of resumed insulin delivery after site change. Investigation of this case revealed no confirmed device or component malfunction and no identifiable cause from the available information, with hyperglycemia likely related to infusion site or insulin delivery interruption that resolved after site change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.